Manufacturer narrative:
H.6. Type of investigation code b18: the device was discarded at the treating facility and was therefore not available for analysis. H.6. Investigation findings code c20: the reported failure mode of catheter withdrawal resistance and leading end separation could not be independently confirmed. No images, nor the physical device were available to allow for evaluation of the reported failure mode. It was reported that when the olive tip met the introducer sheath resistance was felt and the physician instructed their assistant to pull as hard as they could at which point the leading end separated. The root cause of the catheter withdrawal resistance cannot be established with the available information. Additionally, the root cause of the catheter leading end separation cannot be established with the available information, however the reported increased removal force may have contributed. H.6. Investigation findings code c19: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d15: there is insufficient information available for gore to reasonably draw conclusions related to aspects of the event, therefore conclusion code ¿d15: cause not established¿ is being used. Insufficient information may include limited or missing relevant medical records, involvement of multiple implanted devices (including non-gore devices) in the field of treatment, patient non-compliance, and/or a general lack of available detail or specificity related to an adverse event and/or device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2024, an abdominal aneurysm was being treated with a gore® excluder® conformable aaa endoprosthesis. Following deployment, the physician was removing the device. When the olive tip met the dsf, the physician felt resistance. The physician instructed the assistant to pull as hard as they could, and the olive popped off. The physician then pulled out the device, hoping to pull the olive with it, but that was unsuccessful. The physician thought to advance a larger introducer sheath to snare the device, but noticed that the tip of the catheter was accessible. The physician reached in, grabbed the catheter, and was able to walk over the wire.